Manufacturer narrative:
(B)(4). Batch #: t94g1y. The device was returned with the upper jaw detached and not returned. In addition, it was received with skiving of the heat shrink (shaft cover) material not all present. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped?

Event description:
It was reported that during a retroperitoneal lymphadenectomy, it was necessary to change the coagulating device, as it had a defect at the beginning of the surgery. There were no patient consequences.